Event description:
On (B)(6) 2012, during a manual download of the device logs, an increased intra-peritoneal volume (iipv) was identified in patient event log that occurred on (B)(6) 2012 at 04:58 with a drain volume of 4050 ml during cycle 5. Largest prescribed fill volume: 2300 ml. There was patient involvement but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error: tidal total ultrafiltration (uf) removal set too low.